Event description:
User facility medwatch report#2200281999002 reports that following cardiac surgery; the pt was transported to the ICU. Post-operative chest x-ray revealed foreign body in chest. Simultaneously in the or; examination of the sternal retractor revealed that a screw designed to hold one of the "legs" was missing. Pt was returned to the or for surgical removal of the screw.